Manufacturer narrative:
Device has yet to be received for evaluation. If received a follow-up report will be submitted with investigation results.

Event description:
The customer stated that when using a serfas energy probe, during the first case the probe got warm and gave a small burn to the patient. They stopped using the probe and continued with another probe that worked fine. Less than an hour later the customer says they tried to use the probe (that did not work in the first case) again on another patient and it got hot and began to arc. It has now been taken out of service.